Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon burst during inflating. No further information available currently.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information from the complaint indicated that the device was confirmed to be in good condition prior to use, the device was prepared per the device directions for use (dfu) and continuous flush was maintained during preparation and use. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that the balloon burst during inflating. No further information available currently.